Manufacturer narrative:
The actual device was not available; however, a video was provided for evaluation. Though, the attached video file is unable to be opened. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of the polyflux 17l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.